Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited the acoustic lens were peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on the bending section cover was cracked. The ultrasonic connector was corroded due to water leak. The up/down knob tension was out of specification due to worn angle-wire. There was angulation malfunction in the up direction due to the worn angle-wire. The missing ultrasound echo signal was out of specification due to the broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon possibly occurred due to a physical stress by dropping and/or knocking the affected part to a hard surface/object, but the root cause of the occurrence could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images". Olympus will continue to monitor field performance for this device.